Manufacturer narrative:
Article website: http://ine.sagepub.com/content/21/4/434.long. Off label use: treatment of vertebrobasilar fusiform (vbf) aneurysms. The pipeline¿ embolization device (ped) is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. The lot history record review was not possible since the lot numbers were not reported. The devices will not be returned for analysis as they were implanted in the patient; therefore, the event cause could not be determined. Other serious adverse events from the same article was reported in the following MDR's: case#1 (MDR# 2029214-2015-00904); case #2 (MDR# 2029214-2015-00905); case#3 (MDR# 2029214-2015-00907); case #4 (MDR# 2029214-2015-00903)

Event description:
Medtronic (covidien) received information through literature review that a patient experienced complication of mass effect, hemiparesis, and aneurysm recurrence post pipeline procedure. The patient was treated for a 11.9 mm x 82 mm aneurysm located in holobasilar artery and right vertebral artery. Eight ped devices were used and the patient had incomplete occlusion of the aneurysm immediately post procedure. The patient presented with recurrence of the aneurysm. It was reported that the patient required further retreatment and died. It is unknown if case 3 died due to complications related to treatment or natural causes which could alter the mortality rate from this study. In this paper, the authors retrospectively reviewed four patients treated with peds for vertebrobasilar fusiform aneurysms between january 2012 to january 2014. Citation: ahmed o, storey c, kalakoti p, et al. Treatment of vertebrobasilar fusiform aneurysms with pipeline embolization device. Interventional neuroradiology 2015, vol. 21(4) 434-440.